Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that crowns at tooth site 15 and 16 were strongly loose. Both screws were damaged. Screws were removed on (B)(6) 2024.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog number. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. According to investigation the unknown screw was identified as ilrghg. Zimvie received one (1) ilrghg, (certain gold-tite large hexed screw) for evaluation. Visual evaluation was performed, the returned screw has signs of use and was identified as item ilrghg. The screw's drive feature was observed damaged. The reported loosening event is non-verifiable. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ilrghg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : loosening, and dental : functional : damaged drive feature. The customer did submit images for the reported event. The images were of implants with crowns attached. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did occur. The screw had a damaged drive feature. The reported loosening event was non-verifiable with all available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.